Event description:
The patient underwent vns full revision surgery. The suspect device has not been received by the manufacturer to date. It was reported that the reason for the full revision was due to high impedance being seen. No additional relevant information has been received to date.

Event description:
It was reported that the patient was referred to the surgeon due to #34;vns malfunction, 34; and the patient has been scheduled for a tentative full revision. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.